Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The valve could not be adjusted. Explantation date: (B)(6) 2016, implantation date unknown.

Manufacturer narrative:
Corrected UDI: gtin unavailable, product made prior to compliance date; (B)(4). Correction: d1, g5, h10. Device evaluation: d4, g4, g7, h2, h3, h4, h6, h10. Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 50mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and passed; no occlusion was noted. The valve was leak tested; no leaks were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested at 50mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100, with lot cnbcfw, conformed to the specifications when released to stock in (B)(6) 2012. The root cause of the problem is due to biological debris found on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown. At the present time this complaint is closed. Not evaluated reason: device not available.

Manufacturer narrative:
Additional information -- d10, g4, g7, h2, h10. The device has been returned for evaluation. Upon completion of the investigation, a followup report will be submitted